Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2467 / FDA-2014-n-0736-2521, awareness date on 04-nov-2015 and FDA-2014-n-0736-2493, awareness date on 05-nov-2015). It refers to an adult female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Additional information was received on 12-nov-2015 via regulatory authority (case# (B)(4)). Since the very same day that essure was inserted, she started having issues. Her symptoms got worse as the months went on. Her first issue was muscle cramps from her upper jaw down to the arch of her feet. She had heavy period two weeks on one week off for about 4 months straight. She developed migraines after the 5th month she had this everyday all day. She noticed she was bruising all over her legs like crazy, and she had gotten blotches on her arms that would come and go. She became depressed and very fatigue where it would not only bother her but also her kids and husband. Her right ovary area became a hot sensation probably because it was inflammation. Due to these horrible side effects and symptoms she had her tubes and coils removed as of (B)(6) 2015. At the time of report, she was (B)(6). Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had a suspicion of inflammation because her right ovary area had a warmth sensation. Approximately 9 months after essure insertion, she had her tubes and coils removed. The localized inflammation is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this suspected inflammation and the lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. Additional non-serious events were reported. This case is regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a relationship between the reported event(s) and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-dec-2015: consumer disconnected the call. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had a suspicion of inflammation because her right ovary area had a warmth sensation. Approximately 9 months after essure insertion, she had her tubes and coils removed. The localized inflammation is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of this suspected inflammation and the lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. Additional non-serious events were reported. This case is regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a relationship between the reported event(s) and a quality defect. Despite follow up attempts, no further information was provided.